Event description:
The service report shows the customer stated that the volumes were fluctuating from breath to breath. The nellcor puritan-bennett factory service technician verified the reported problem. The nellcor puritan-bennett factory service technician inspected the device and performed a level 2 pm, due to the gearmotor having excessive gearlash. The vent has 12,783 hours on it and does not have a pm label for the last service (no factory service history of this s/n). The unit passed extended service final testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.